Event description:
Pt who experienced pain greater than one (1) year was enrolled in a (B)(6) study and was treated with plif and chronos strip of level l4-5 on (B)(6) 2011. Pt experienced three (3) episodes of sharp low back pain in (B)(6) 2011, two (2) episodes of some pain in (B)(6) 2012. On (B)(6) 2012 pt experienced pain in back, legs and tingling in toes. Pt was treated with a l5-s1 epidural steroid injection adjacent level. It is unk at this time if the pain was resolved. This is 2 of 2 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.